Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The manufacturer's representative (rep) reported the patient programmer (pp) showed the 006 error code. The patient saw this error code three days prior, and wasn't even using the pp when they noticed the problem. The patient lost stimulation on (B)(6), then used their pp to check the status of the implant and saw the 006 call your doctor error code. When the implant was checked, the battery was reported to be full. At the current time the patient was no longer seeing the error code. Relevant medical history includes spinal pain.